Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) on 28aug2024, it was stated that the hospital had purchased an air flow sensor from a third party. After replacing the part, the device was reported to have returned to normal. The asp did not provide any further information regarding what testing was completed following the part replacement to confirm that the device had returned to full functionality. Additionally, no patient information from the time of the event was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a co2 rebreathing risk alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.